Event description:
It was reported the right ventricular (rv) lead had noise on the rv channel and episodes of non-sustained tachycardia due to noise. A review of performance data also revealed it had some oversensing, a persistent increased pacing impedance and that the sensitivity had been reprogrammed. The rv lead was going to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.